Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international customer specialist confirmed the reported pressure test failure.

Event description:
The customer reported that the data acquisition (da) pcba failed the pressure accuracy test (pvt test 4). There was no patient involvement.